Event description:
After an implantation period of approximately 84 months it was reported that the patient had syncope and ventricular fibrillation. The patient was defibrillated. After that the device was not interrogable. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical analysis, revealing that the device could not be interrogated and no antibradycardia pacing capability was present. Therefore, the pacemaker was opened, and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that several electric components had been damaged. As a result of these damages the device could not be interrogated. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. Based on the observed symptoms, the damages were most probably caused by an external high voltage source, like the reported external defibrillation. There was no indication of a material or manufacturing problem.